Manufacturer narrative:
The customer informed the company rep that the shut down was due to the iabp not being plugged to the ac power. The iabp had been run on battery power until the batteries were depleted, causing the pump to shut down. The customer's biomed elected to return the iabp back to svc. The cardiosave ops manual warning section advise that "removing both batteries or removing the energized battery, when ac power is not connected, will stop the therapy." In addition, section 1-16 on the instructions for using the iabp, inform that when both batteries reach less than 30 mins, the battery icon display area will display the approx time remaining in 5 min intervals starting < 30 min. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp shut down. The pt was switched to another iabp and therapy was continued. No pt injury was reported. In f/u by the customer's biomed, the customer reports that the failure occurred due to the iabp not being plugged in and the battery being fully consumed.